Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information requested but not obtained: please advise how many sutures broke during this patient procedure? Evaluation: an empty opened folder, nine suture pieces and eleven unopened samples of product were returned for analysis. During the visual inspection of the opened sample (nine suture pieces), the end of seven suture pieces were cut and the end of two suture pieces were busted. A functional test was performed and the tensile strength force was above the minimum requirement. In the visual inspection of eleven unopened samples, no defects were found on the packages. Samples were opened and contains thirteen strands non-needle; thirty-two sutures were dispensed without problems and examined along of the strand and no defects or breakage suture were found. A functional test was performed and the tensile force results meet the customer requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the nine suture pieces, it could not be determined what may have caused the reported incident. According to thirty-two strands, no performance - breakage suture was found and the tested samples met the finished goods requirements. If the further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown vascular procedure on (B)(6) 2018 and sutures were used. The suture broke during the vascular procedure, procedure was finished using alternative suture. No patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: this event describes "sutures" broke. Please advise how many sutures broke during this patient procedure? Sales rep does not remember exact number of broken sutures - around 5. The single complaint was reported with multiple events. There are no additional details regarding the additional events. If further details are received at a later date a supplemental medwatch will be sent.